Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
As reported: "the customer reported medial migration of the lag screw in a left gamma 4 nail. The patient has been revised." Update (B)(6) 2026: "a broken distal screw was noticed too."